Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('one of them (essure coil) came out and was sitting on top of my uterus') and uterine perforation ('uterine fundus with perforated metallic coil device consistent with essure device') in a 55-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal discharge, headache, neck injury, asthma, menopause, hypothyroidism, depression and anxiety disorder. Concurrent conditions included appendicectomy. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laproscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had not resolved and the uterine perforation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: dates of essure therapy: more or less in 2002 or 2005. Patient underwent another essure related surgery (unspecified) on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received- new event uterine perforation was added. Reporter information and medical history were added. Fuup 4 and fup 5 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('one of them (essure coil) came out and was sitting on top of my uterus') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included appendicectomy. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), 6 years 11 months after insertion of essure. The patient was treated with surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had not resolved. The reporter considered device dislocation to be related to essure. The reporter commented: dates of essure therapy: more or less in 2002 or 2005. Patient underwent another essure related surgery (unspecified) on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received - model number was changed from e205 to e305. Date of insertion and removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.